Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2008, the patient presented with preoperative diagnoses - herniated degenerative disk disease with neurovascular compression at c3-c4 . Following procedures were performed : 1. Removal of h/w c4 through c7. 2. Discectomy , partial corpectomy c3-c4. 3. Arthrodesis c3-c4 4. Placement of interbody biomechanical fusion device c3-4. 5. Placement of titanium plate and screws c3-4. 6. Harvesting morselized autograft same incision. Per medical records, the incision was made to arrive at anterior cervical spine where cervical plate was identified. The cervical plate was then removed by removing all the hardware and screws. High speed drill was used to perform a partial corpectomy at this level . This served to decompress the central canal and the foramen bilaterally. The biomechanical fusion device was then filled with bmp and placed into the partial corpectomy defect at c3-4. The titanium plate was measured and attached with 2 screws in c3, 2 screws in c4. The patient sustained the procedure. Patient alleges unspecified injury due to the use of rhbmp-2